Event description:
Caller reported a malfunction on the pump due to a malf 9 code, which was resettable. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer received assistance from technical support to reset the pump and was advised to call back if the issue recurred, which it did not.